Event description:
It was reported that log files captured multiple power losses to the mobile power unit (mpu) on 14mar2026. The system continued to operate at the set speed and was supported by the system controller¿s backup battery until external power was restored. The log noted a few low power advisories that occurred during a battery exchange and may have been the result of an incomplete connection. There were no other unusual events recorded in the log file event history. The mechanical circulatory support (mcs) equipment was operating as intended.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.